Event description:
It was reported that patient felt bad due to vvi 65 pacing mode when the device reached elective replacement indicator (eri). It was further reported that the device had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported by the patient that they received (B)(6) when the device was explanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device was included in that field action and returned product testing found the device did perform as described in the field action. This event was originally reported via remedial action exemption, see report # (B)(4).